Manufacturer narrative:
We are aware that MFR. Ref. No. 9616031-2016-00006 initial report is past the 30 day deadline for reporting. This complaint was initially reviewed and assessed as a non-reportable complaint in u.s. Investigation performed revealed this complaint should have been reported, therefore it is being reported retrospectively. Getinge received a complaint related to a 88-series washer - disinfector where it was indicated that on the surgical instruments after reprocessing, brown staining and residues were visible. The instruments were checked visually before use, the instruments were not used with any patient, therefore any injury was avoided. As it was stated in the incident description, after reprocessing in 88-5 series washer-disinfector, brown staining and black residues were noticed on surgical instruments and surgical instruments trays. Moreover, manual hand washing attempted to remove this residues has shown only little success in resolving the issue. The functionality of the getinge 88-series washer-disinfector device was evaluated by the getinge representative at the customer facility after the incident. The detergents were checked and it was confirmed they were to specification. The device detergents dosing and full functionality was checked and device and detergents were fully operating according to its specification. After evaluation of the device and results of the water's sample test the root cause of the failure was established to be an improper quality of customer water which contains a high concentration of chlorides and silicates which results in pitting corrosion of stainless steel and in increase of the tenacity of any scale that is being formed during the use process. Review of any previous cases was performed and it was established that over the total number of the 88-series washers-disinfectors sent since 2006 to the end of 2012 ((B)(4)), we can see this case as a single and isolated event. The device was not being used with a patient, it did not cause any event but played a role in the complaint, and it was found to be to specification. Based on the provided information and on the results of the investigation we consider the incident as a single incident, with a low risk of reoccurrence as the instruments shall be also reviewed visually (as it is stated in the user manual for getinge 88-series (502404300, rev. A), however we report this incident in abundance of caution. This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. This report is being filed under exemption e2016015 by the manufacturer getinge disinfection ab, (registration no. 9616031) on behalf of the importer getinge USA, inc., (registration no. 3004147784).

Event description:
On 3rd march, 2016 getinge received customer complaint which indicated that after reprocessing in 88-5 series washer-disinfector, brown staining and black residues were noticed on surgical instruments and surgical instruments' trays. Moreover, manual hand washing attempted to remove the residues has shown only little success in resolving the issue.